Event description:
Glucometer window displayed a blood sugar as 522. Pt was given insulin to cover this later, when accessing memory it was noted that the blood sugar was 225. Read out could be read from top or bottom as different numbers.